Event description:
Caller indicated the relion prime meter was producing high readings. Customer stated that over the past month he has been taking insulin based on his readings using a sliding scale. He says that he has been taking too much insulin because the meter is consistently 50 points higher so he has been taking two units of insulin instead of one unit. He recently got insurance and was able to get another meter and compared readings on the two and that is when he discovered that this meter is reading high. Says that his readings were 150 - 180 with the prime and since he has gotten the new meter his readings are 90 - 108. He took both meters to his doctor appointment yesterday and the doctor did back to back tests and got 108 on the new meter and 186 on the prime. He also performed a test while on the phone with me on both meters and got 98 on new meter and 162 on prime. Customer asked that we compensate him for the additional money he has had to spend on insulin. I advised that we cannot reimburse him for those types of expenses. Customer does not want replacement and does not have any more strips to send back as he used the last strip while on the phone. Controls not used.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.